Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed no significant anomaly and the ins was functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that they were unable to insert the lead wire fully into the header. Multiple attempts were made and they tried to reverse the set screw to make sure that wasn't the issue. There were no known contributing factors. Another ins was opened and the lead was able to be properly connected. No patient symptoms were reported. It was reported the issue was resolved at the time of the report. No further complications were reported or anticipated.